Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a transfer set leak coincident with peritoneal dialysis (pd) therapy. It was reported that the ¿home patient¿s transfer has had issues of leaking in the past¿ (date not reported and no further detail was provided). On an unknown date, the patient had his transfer set replaced in the hospital (reason not reported). On another unknown date, the patient had his transfer set replaced again at the clinic (reason not reported). No further information was obtained. At the time of this report, dianeal therapies were ongoing. There was patient involvement; however there was no patient injury or medical intervention associated to this event. No additional information is available.